Event description:
It was initially reported that the physician's handheld was freezing on the interrogation successful screen. This has happened multiple times over the course of the last year. The screen freezes resolved with a reseating the flashcard or a hard reset. The physician requested and was given a new handheld. Good faith attempts for product return have been unsuccessful to date.

Event description:
Additional information was received that the handheld and flashcard were returned to the manufacturer for evaluation. Product analysis is planned, but has not been completed.

Event description:
Additional information was received that product analysis was completed on the handheld and flashcard. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard and the alleged screen freeze complaint is a known issue that has been evaluated and addressed through a CAPA. No other issues (beyond the known issue) were observed with either the flashcard or software. Other than the above mentioned observations, the flashcard and software performed according to functional specifications.